Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use as possible adverse events of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of procedure estimated as 10/26/2023.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a proglide device after a coronary interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred and a hematoma was noted. Manual compression was applied to treat the hematoma and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.